Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2019. Product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post implant, a remote transmission indicated far field r-wave (ffrw) oversensing of the atrial lead. The signals were falling into the blanking period so they were not affection the device function. No intervention was required and the lead remains in use. No patient complications have been reported as a result of this event.